Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 2916837-2021-00306 was sent in error. A photo provided by the customer illustrate a box with the batch 1112420 that correspond to the batch number for the kit of material 340344 and the pouch with the reference batch 21087 that corresponds to the batch number for the semifinished material. The illustration represents how bd manufacture and pack finished materials. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that the lot # on 12 bags is different than the lot # on the shipper with a bd trucount¿ tubes. The following information was provided by the initial reporter, translated from chinese to english: the batch of the product packaging box does not match the batch of the inner bag.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k090967, k980858, k971205, k971110, k970326, k970742, and k071143. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lot # on 12 bags is different than the lot # on the shipper with a bd trucount¿ tubes. The following information was provided by the initial reporter, translated from chinese to english: the batch of the product packaging box does not match the batch of the inner bag.